Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-sep-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots b23043b or b23116a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 30-aug-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false positive discrepant result of 0.15 ug/l on a 53 year old female patient presented with chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: date: collected: tested: results sample: I-stat: (B)(6) 2023. 22:00. 22:27. 0.15 ug/l. A. Lab: (B)(6) 2023. 22:00. 23:34. <2 ng/l. A. Positive cut off used for I-stat trop 0.03ug/l. Positive cut off used for core lab analyser 20 ng/l. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. Based on the limited information available, there is no evidence the patient suffered an mi. It is also noted that the customer is comparing across platforms in this case which is not recommended by the FDA. Refer to FDA publication "troponin: what laboratorians should know to manage elevated results" (1). MDR filed as a potential product malfunction, that has been determined if the malfunction were to recur it is likely to cause or contribute to death or serious injury. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).